Event description:
The pt received emergency room treatment for hypoglycemia. The pt reported that the pump delivered an unprogrammed bolus. The pt also reported that pump audible and vibratory alarms were not functional.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. In the event that the device is returned, a supplement will be submitted with results of any analysis. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.